Manufacturer narrative:
Eval code-conclusion: after analysis and review, the previously reported code of was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving dilaudid (concentration 8mg/day, dose 4.8mg/day) and morphine (concentration 25mg/ml, dose 15mg/ml) via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that a motor stall was seen at initial interrogation; the stall was active and had occurred at 5am, recovered shortly after then stalled again. It was noted that the pump had not recovered since 7am. The patient did not recently have a magnetic resonance imaging (MRI). The patient came to the office because he was having sudden withdrawal symptoms on the night prior to this event report date. On (B)(6), another manufacturing representative reported that the patient actually went into the office because he heard the alarm but had not had definitive symptoms yet. Troubleshooting was performed; the pump logs were read which showed that the pump stalled at 10p on the previous evening and recovered at 5am, then stalled permanently at 7am. No actions had been taken yet; the plan was to replace the pump. The patient was prescribed oral oxycodone to prevent withdrawal and help manage pain until the pump could be replaced. It was noted that the patient's oral medications were non-contributory.

Manufacturer narrative:
Device evaluated: analysis of the pump found a gear train anomaly due to corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing.